Event description:
It was reported the programmer radio-frequency (rf) head was "not working properly." No further details were available. The rf head was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head cable found out of electrical specification.